Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3550-29, lot# n259454, implanted: (B)(6) 2011, product type: accessory. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that there was skin erosion around the left burr hole. The skin incision where the burr hole was located was revised and no product was replaced. The impedances were taken and all within range. The patient¿s symptoms were well-controlled at the time of the report.